Manufacturer narrative:
This impella introducer device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp. The patient death was reported on the impella cp report.

Event description:
An impella cp was inserted via the right femoral percutaneous arterial access site in a 69-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock (scai shock stage e). The patient had a history of prior coronary artery bypass graft surgery, known coronary artery disease, and non-dialysis-dependent renal disease, and was receiving inotropes, vasopressors, and ventilator support for respiratory support. During the course of support, the patient was noted to have distal limb ischemia. The affected leg was described as mottled and cold, with a distal pulse absent. A peel-away sheath was in place and was removed by the provider, and the repositioning sheath was advanced in an attempt to mitigate the complication. Following these interventions, improvement in leg color was observed; however, the distal pulse remained absent. The reported patient experiences included ischemia and death. Additional information received states that the nurse subsequently reported being unable to identify a distal pulse on the impella side. The provider was notified. No further interventions were pursued, as the family was leaning toward withdrawal of care. Care was subsequently withdrawn due to the patient¿s deteriorating clinical status. The death is being reported conservatively. Based on the available information, the patient¿s underlying comorbidities and acute myocardial infarction with cardiogenic shock may have contributed to the reported event. The patient expired.

Manufacturer narrative:
Investigation summary. Ischemia/ ppae: the cause of the injury was unable to be determined due to insufficient clinical details.